Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va04uzk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the patient had a cardiac arrest in (B)(6) and was on a ventilator. They were complaining of discomfort and wanted to turn the device back on. The cardiac arrest was noted to be unrelated to the device/ therapy. The patient had been at a care facility since (B)(6) 2015 and it was noted that the physical therapist there saw a por message on the patient programmer. This occurred on (B)(6) 2015. Additional information received from the health care professional reported that the patient was not accessed at his facility. The patient was admitted to an outside facility and was on a respirator and intubated. The device was initially turned off by someone. Nothing had been done yet to resolve the por because the patient was still at that outside facility. The cause of the por could not be assessed. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer via a health care provider (hcp) reported that the por was taken care of and the patient&#38112;device was working. The patient had been discharged from the facility.